Event description:
Report received from the USA stating that the device "would not secure" the attachments during spine surgery. The attachments were "wobbly." There was a delay of five minutes. There was not another device readily accessible during the surgery. There were no patient or user injuries and there was no medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).